Event description:
A rn reported that she has experienced chest pressure, tightness and wheezing which necessitated a visit to the emergency room. She states that these symptoms reappear when exposed to products containing latex. It was reported that she has worn latex gloves made by various glove MFR's.